Event description:
During a left shoulder arthroscopy, the opes wand was in use. The surgeon noticed a small metal ring was dislodged from the wand and inside the shoulder. The ring was removed and the opes wand was removed from the service. Date of use: 2009. Diagnosis or reason for use: left shoulder impingement syndrome.